Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. Blood glucose value not provided. The cause was not provided. Although requested by tandem technical support, the customer declined troubleshooting, or to provide additional information regarding the issue.